Manufacturer narrative:
An event of paravalvular leak and device migration was reported. Information from the field indicated that the valve appears to be correctly sized based on provided dimensions, the implant depth at deployment was 3mm from the non-coronary cusp, there was sufficient calcium to allow seating in the opinion of the physician, and there were no deployment or retraction difficulties. Additionally, it was noted that the migration was due to the post dilatation performed. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on available information, the reported device migration is due to procedural conditions (result of post dilatation). A root cause for the reported paravalvular leak could not be conclusively determined. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported that on (B)(6) 2023, a 23mm portico valve was chosen for implant, using small flexnav delivery system. The patient was presented with severe aortic stenosis. The annular dimensions of the native valve were measured to be 63.1 mm annulus perimeter, 20.1mm perimeter derived diameter, 312.3 mmsq area. Pre-dilatation of the native valve was done with a 18mm non-abbott balloon. After two attempts of recapture and deployment, the portico valve was deployed at a starting implant depth of approximately 3mm and a final implant depth of about 1-2mm. In the physician¿s opinion, there was a sufficient calcium to allow anchoring of the device. Patient had moderate paravalvular leak (pvl) and mean pressure gradient of 12mmhg, hence post-dilatation was performed with 20mm non-abbott balloon. Due to post-dilatation, the valve migrated to zero depth at annulus. The gradients and aortic regurgitation (ar) were reduced; however, after a few minutes, the valve embolized and moved to -1 above the aortic annulus. A second 23mm portico valve had to be deployed as the patient experienced severe ar due to valve embolization. This issue reportedly caused a clinically significant delay. The patient is reported to be stable.